Event description:
Boston scientific received information that three weeks post implant, this left ventricular lead dislodged. As the patient with this lead does not want a further lead revision procedure performed, the device was reprogrammed to right ventricular stimulation and this lead was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.